Manufacturer narrative:
The investigation for the high purge pressure has been completed. Clinical details provided limited information that could explain why the purge system blocked alarm would have triggered. Additionally, the means of addressing/resolving the complication are unclear. Neither data logs nor the product were returned for investigation. Due to the lacking details and data logs and the product not being returned, the root cause of the high purge pressure could not be determined.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The complainant had placed an impella 5.5 pump to support a patient admitted in with cardiomyopathy. The pump was supporting but there were purge alarms. The team noted purge pressure high and purge blocked. The team attempted troubleshooting with tissue plasminogen activator in the purge. However, it is unknow if this resolved the alarm. There was no reported patient harm and the procedural outcome was the patient survived the surgery.